Manufacturer narrative:
The reported disassembly of the blade mount lever was confirmed by a manufacturer repair technician through visual inspection. Potential causes for the reported disassembly include a material fatigue issue or impact.

Manufacturer narrative:
The device is available for evaluation but has not yet been received. Additional information will be submitted once the device is received and the quality investigation is completed. The device is available for evaluation but has not yet been received. Additional information will be submitted once the device is received and the quality investigation is completed.

Event description:
It was reported that during a surgical procedure conducted at the user facility, the blade mount lever of the device disassembled. The procedure was completed successfully without a clinically significant. No medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during a surgical procedure conducted at the user facility, the blade mount lever of the device disassembled. The procedure was completed successfully without a clinically significant. No medical intervention and no adverse consequences were reported with this event.